Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The gantry would not shift to the right more than an inch at a time. Walked the user through calibrating the motion controller after the procedure. The motion calibration resolved the issue. Performed a system checkout. The system is fully functional. No parts were replaced.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system gantry could not be moved to the right. It was reported that the gantry moved to the left without issue. The procedure was still able to be completed successfully with the imaging system after no delay. The patient was not impacted.